Manufacturer narrative:
UDI -- (B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the auto release did not work on the perforator and a dural injury occurred when the surgeon used it to open the 1st hole in craniotomy. An anspach e2p was used drill was used with the perforator. The thickness and quality of the bone was normal and the perforator was held perpendicular to the bone during use. No further information was provided by the hospital.